Event description:
It was reported that a patient experienced a breach in aseptic technique during automated peritoneal dialysis (apd) therapy, which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with 2 doses of vancomycin intravenously (dosage not reported) while in the hospital and then was treated with vancomycin intraperitoneally (dose and frequency not reported) for the event. The patient was later discharged from the hospital and transferred to a rehabilitation facility. The staff at the rehabilitation facility was trained on aseptic technique. At the time of this report, the patient had recovered from the event. Apd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.